Event description:
The procedure was to treat a pre-dilated lesion in the mid lad. After deploying a 2.0x08mm and a 2.0x15 minivision stent, an attempt was made to place another company's stent proximal to the 2.0x15mm, but the placement did not seem quite adequate, so the device was removed. An attempt was then made to place a 2.0x12mm minivision, but there was a lot of resistance and the placement was not as close to the proximal stent as desired, so the device was removed. Due to the difficulty, the decisions was made not to place another stent. At this point an angio injection was made in the rca, at which time the undeployed 2.0x12mm minivision stent was observed just proximal to the 2.0x15mm minivision, but still in the stenosed area. An unk balloon was used to deploy the 2.0x12mm minivision at that location. A dissection was observed distal to the 2.0x08mm minivision, but was determined to have been caused by another company's guide wire. The dissection was treated with two additional stents. No additional info was available.